Event description:
Lap lar procedure. Slc55b dlu was loaded with slcr55b reload calibrated and upon firing, a very short cycle accompanied by a "thud" was heard. Two open staples on the proximal end were present and not cut. Another device was used to complete the case.

Manufacturer narrative:
Slc55b dlu associated with the case was returned and evaluated. However, it appears that the reload is suspect, but it was not returned for evaluation; therefore, no conclusion can be drawn at this time. Summary: from the icr report: partial staple line and no cut. Only the dlu was returned, no reload. Fire shaft rotates smoothly. Dlu fired lab reload without issues. See scanned pages.